Manufacturer narrative:
The device was returned as part of the asset return process it was found the image was interrupted due to a video connector socket being defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to poor video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found there was an intermittent image. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.